Manufacturer narrative:
With the additional information it was determined that the serial number of the device associated with the reported events is (B)(4).

Event description:
Additional information was received on (B)(6) 2017 from the manufacturer representative reporting that it was reported that it was difficult to tell which leads were implanted because the configuration did not match. The patient stated that they had a 2x4/2x4 listed and the impedance measures corroborate. The coverage worked great so the patient did not want any of the programming to change. An overdischarge was alleged. The patient had an overdischarge in the past and had issues getting past 75% since then on one of the implantable neurostimulator (ins) devices (97714). It was unclear if this ins was the ins being replaced or not. Follow-up was initiated to get clarification. No further complications were reported.

Manufacturer narrative:
C450- the implantable neruostimulator (ins) was found to have redduced battery capacity due to overdischarge.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis is not yet complete. A supplemental report will be sent when the analysis information is available. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative reporting that they had a conference with the patient because they were concerned that the patient was not charging correctly. It was reported that the patient had noted the per what was often expected post-overdischarge, the device was not charging normally. Technical services gathered information on the past two charging sessions from the patient's recharger (insr). It was reported that the patient was getting eight coupling boxes during one session. It was reported that one of the concerns were that they were not getting the "charge sufficient screen." It was noted that by looking at the patient's charging session last night, that they were very close to achieving that from a battery voltage perspective. However, it was also mentioned that it seemed like the ins was charging somewhat erratically, so it was unknown how long the patient would have to charge to achieve that screen. It was reported that the patient had charged for hours, but were not able to "corroborate at that as when the initial call when the initial call dropped the technical services called the rep back and the patient was not on the line any longer.". A possible replacement of the ins was discussed. Information was also received on (B)(6) 2017 by the patient, stating that the rep told them to call in to get their charging data. It was reported that the patient¿s ins on their right side only charges to 75 percent. It was reported that they inadvertently didn¿t charge their device for a year and they were using their old recharger (insr) and not their new insr to charge their device so their device wasn¿t charging. It was reported that the patient charges with the ins still on. It was recommended that the patient follow up with their healthcare provider. It was unknown when this even occurred, the patient¿s only response was probably last year. It was added that the patient wanted this device replaced when. On (B)(6) 2017, additional information was received from the manufacturing representative reporting that the device was not able to be brought out of overdischarge and that the device was being replaced.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had 2 implantable neurostimulator (ins)s currently implanted. The younger of the 2 inss had not been used for 6 months or more. There was an alleged overdischarge. The caller would attempt to charge it and see if they could pull it out of overdischarge. The patient was given instructions on how to recover the overdischarge by another manufacturer representative than the caller. The patient attempted to perform the physician mode recharge (pmr) twice but was unsuccessful. The patient was having difficulty recharging which was the reason that the battery went into overdischarge. Additional information was received from the consumer via the manufacturer representative on 2017-02-27 stating that the consumer reported never receiving an implantable neurostimulator recharger (insr). It was stated that the patient may have just put on the belt thinking they were recharging without looking at the screen. The patient indicated to the caller that they used the therapy for about 4 months and then it just stopped. Information was reviewed regarding battery considerations for overdischarges of that length of time. The caller stated that they had just started a physician mode recharge (pmr) in the office with the manufacturer representative¿s insr. The caller was transferred to get a replacement for the lost insr. Additional information was received from the manufacturer representative. It was reported that the battery was successfully pulled out of overdischarge with physician mode recharge (pmr). The representative stated that the patient could not charge to full, even wi th the therapy off. It was reviewed that the battery was likely damaged. It was discussed keeping an eye on it and charging frequently for the next few weeks.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative on 2017-03-30 reported that the replacement of the ins had already been completed. The patient¿s weight at the time of the event was unknown. It was confirmed that the manufacturer representative received this information from the health care professional (hcp). No further complications were reported.